Manufacturer narrative:
A system service check of the avanta fluid management system was completed by bayer service on january 13, 2022 and found to be performing to specifications. Additional applications training was completed by a bayer professional during the avanta fluid management system injector checkout on the same date. The multi-patient sterile disposable set (mpat) and the single-patient sterile disposable set (spat) that were in use during the procedure were discarded by the site. However, the site was able to provide the lot number of the spat only. Retained samples of the spat were received and evaluated by bayer product analysis and found to performs to specifications. In a questionnaire completed by the customer relative to this incident, one response indicated that a third party extension tubing was connected to the spat. The avanta fluid management system operation manual contains the following warning: "use of extension tubing connected to the single patient disposable set may cause patient injury and will degrade the system performance. Do not connect extension tubing to the single patient disposable set". This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported to a bayer representative that an alleged air injection occurred on a (B)(6) year-old female patient, while utilizing the avanta fluid management system (serial number (B)(4)). The patient was undergoing a coronary angiography procedure for suspected angina pectoris. After the first imaging series, microbubbles of air (described by the customer as 0.2-0.5ml) were visualized in the coronary arteries. The staff evaluated the patient connections and set-up. Based on their visual assessment, no air was observed within the patient line. The procedure was then continued, and air was visualized following the next contrast injection. The patient experienced a decrease in blood pressure and suffered cardiac arrest. The patient was resuscitated, administered adrenaline, oxygen, and admitted to the intensive care unit for stabilization. The patient was reported to recover to normal status.